Event description:
Patient in for laparoscopic resection of gastric cancer and lymph nodes biopsy with frozen section. The ethicon stapler, echelon flex 60, ec60a device misfired and was removed from surgical field. No harm to patient. Another stapler was opened and used for procedure without incidence.